Manufacturer narrative:
Date of event: (B)(6). Date of report: 27aug2019.

Event description:
The customer reported volume error. The device was in clinical use at the time the issue was discovered, but there was no patient or user harm reported.

Manufacturer narrative:
Date rec'd from MFR: 28oct2019. The device was evaluated by the field service engineer and the reported issue was not confirmed. The field service engineer performed performance verification test and the device passed with no failure identified. The device functions as intended and this complaint will be closed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.